Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
Customer has found two faulty 50ml precise syringes, as shown in the attached photos (lot number: 2141789). One syringe had a rubber plunger that didn't sit flat, and the other appeared to have something (white colour) inside the rubber, we noticed it after drawing up sodium chloride.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issues of foreign matter and stopper defective/ damaged were confirmed upon inspection of the photos. However, the root cause for the foreign matter could not be determined without the physical sample. From the photo evaluation, the team observed poor assembly between the stopper and plunger. The root cause is the stopper not properly being seated on the lower tooling resulting in the non-conformance. There is a vision system at the assembly machine that can detect and auto-reject this defect. The 50 ml machine has been obsoleted; so, no further action can be taken. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.